Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced infection as well as material disintegration and material deformation. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a sample returned for evaluation an assessment can not be made regarding the allegation of material disintergration/deformation. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. This emdr updates and corrects the following fields, lot expiration date and device manufacture date. Device returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent repair of a hernia using a ventralex patch. (B)(6) 2017 - the patient underwent surgery to remove the failed ventralex patch. The ventralex patch was found to have failed by, inter alia, disintergrating, migrating, contracting, buckling and causing an intense foreign body reaction and infection. (B)(6) 2017 - the patient suffered post-operative complications and required further surgical procedures. The patient's attorney alleges the ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. As alleged, the patient was caused to suffer severe personal injuries, pain and suffering, and other damages.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. Based on the information provided, it is alleged the patient experienced infection as well as material disintegration and material deformation. In regards to infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a sample returned for evaluation an assessment can not be made regarding the allegation of material disintegration/deformation. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Note: no device returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent repair of a hernia using a ventralex patch. On (B)(6) 2017 - the patient underwent surgery to remove the failed ventralex patch. The ventralex patch was found to have failed by, inter alia, disintergrating, migrating, contracting, buckling and causing an intense foreign body reaction and infection. On (B)(6) 2017 - the patient suffered post-operative complications and required further surgical procedures. The patient's attorney alleges the ventralex mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. As alleged, the patient was caused to suffer severe personal injuries, pain and suffering, and other damages.